Manufacturer narrative:
On 10/20/2016, the customer was contacted to investigate for potential patient safety issues. The customer stated that the left atrial (la) volume measurement was not an issue of incorrect measurement mapping upon further investigation. La volume was not mapping and they were manually entering the data into the clinical report incorrectly. The ea, lateral and e/ea, lateral map correctly to the clinical report; however those same values map to the ea, medial and e/ea, medial nodes as well. The duplicate values are readily apparent to the user during diagnosis and the users are deleting the mapped medial values and manually adding the correct measurements prior to confirming the final report and no patients were harmed or misdiagnosed due to the incorrect measurement mapping. Merge healthcare is working with the customer to resolve this issue. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. On (B)(6) 2016, a customer contacted merge healthcare and stated that diagnostic measurements taken by their modality were importing into the incorrect nodes within the clinical reporting tool. Due to an incorrect values displaying in the diagnostic report, there is a potential for incorrect treatment of a patient that could result in harm. However, there is no indication of harm as a result of this issue. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted (B)(6) 2016. The customer stated that the la volume measurement was incorrect in the merge clinical report; however the customer found that issue was due to incorrect manually entry on customer end. The ea, lateral and e/ea, lateral are mapping correctly to the clinical report; however those same values map to the ea, medial and e/ea, medial nodes as well. Merge support corrected this issue by applying the srfinal.xsl file that was on the test system where the medial measurements were mapping correctly. The customer confirmed the changes are correct in the production system and confirmed no patient harm resulted from this issue. No further action is required. There were no reports of death, serious injury or injuries that were directly caused or contributed to as a result of this issue. Evaluation codes: methods code: (B)(4) - testing of actual/suspected device, results code: (B)(4) - configuration issue, conclusions code: (B)(4) - cause traced to infrastructure, indication of additional manufacturer information is contained in this follow-up report